Event description:
Additional information was received from a healthcare provider (hcp) regarding a patient (pt) who was implanted with an implantable neurostimulator (ins). It was reported that the device was removed as the therapy was ineffective. It was also reported that the patient experienced pain at the implant site. The patient recovered without sequela.

Manufacturer narrative:
H3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The reason for call was patient reported they had no idea what was going on with the device. Patient stated they had serious troubles for the 2nd, 3rd, and 4th days that the device was in them. Agent asked patient when they first noticed the issue and patient said they had pain that was wrapping around their backbone all around and throwing their ribs into their kidneys. Patient confirmed that the pain was after the surgery. Patient noted there was something wrong with the site where the implant is super painful but it's getting better every day. Patient noted they called their doctor and the doctor didn't talk to them so patient didn't know what was happening. Patient mentioned they charged the box but they didn't think they were supposed to do. Patient noted they wouldn't go see their healthcare provider (hcp) until the end of the month and that was 5 weeks after they had the device implanted. Patient had an appointm ent with their primary care doctor soon. Patient mentioned they had been going through serious pain and problems with the darn thing and no one contacted them. Patient mentioned they tried to put this thing in me 14 times and didn't want to go cause of the scar ti ssue. Patient mentioned their hcp noted they couldn't get it exactly where they wanted it and the manufacturer representative (rep) noted to just place it. Agent reviewed their role, role of rep and provided  national answering service (nas) number. Agent redirected patient to their healthcare provider to further address the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A fax was received from the patient's health care provider (hcp). Hcp reports the patient's device was placed where it was supposed to go and has attached the operation report. Hcp reports the patient (pt) has continued back pain since surgery, a CT thoracic spine is being ordered, and patient will follow up after that is completed. Hcp has attached the patient's post op office note from (B)(6) 2024. Of note in the hcp's office note the pt describes their pain as "in the mid back just above the surgical incision since [their] surgery. The pain initially was radiating across bilateral sides of [them] back towards the ribs. The pain rating to the right sided of the ribs has improved, but [pt] continues to struggle with the pain radiating across the left side of [pt's] ribs". Also, of note in the hcp's post op note, the pt "ended up following up with [their] pcp who gave [them] a steroid packdue to reported redness and swelling around the incision and an antibiotic.". Hcp describes the patient's surgical incisions, "thoracic incision is well-healed with no drainage and no signs of infection...the gluteal incision is healing well with no drainage or signs of infection." Also of note the hcp charted "the stimulator has not provided any relief for [the patient's] preoperative back pain or burning in [their] feet. If [the patient] turns the stimulator up too high it causes shooting pain to go down [their] right lower extremity".

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report.medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received, it was reported the patient was not getting relief because it was not programmed appropriately and that was why they were in pain. The patient was also in pain from the procedure which had gotten considerably better. The patient had a po with their provider on december 10 and procedure pain was better. The ins was reprogrammed to try and help chronic pain. The issue was resolved.

Manufacturer narrative:
H3: product ID 97715 serial# (B)(6) was returned for product analysis. Analysis found no significant anomalies. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.